Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this device was subsequently explanted due to a system upgrade. The device was returned for evaluation. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. This device was included in the recent minute ventilation sensor signal oversensing advisory population. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that a signal artifact monitor (sam) episode had been generated for this system due to noise and oversensing. The sam algorithm causes the minute ventilation (mv) vector to switch from the atrium to the ventricle. This patient is not device dependent and does not require mn. No adverse patient effects were reported.